Manufacturer narrative:
Patient identifier and weight not available for reporting. (B)(4) lot number unknown. Date of implant reported as between (B)(6) 2016 and (B)(6) 2017. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware revision of the right distal tibia on (B)(6) 2017 due to infection, non-union and four (4) 3.5 mm broken locking screws. Removed hardware included: one (1) 3.5 mm locking compression plate (lcp) anterolateral distal tibia plate 11 holes/right, one (1) 3.5 mm locking compression plate (lcp) medial distal tibia plate w/o tab 4 holes right, seven (7) 3.5 mm cortical screws, and seven (7) 3.5 mm locking screws. The patient was revised to one (1) 3.5 mm cortical screw and one (1) 4 mm partial thread cancellous screw. The procedure was completed successfully with no surgical delay and with the patient in stable condition. The date of the original surgery was sometime between (B)(6) 2016 and (B)(6) 2017. This report is for one (1) 3.5 mm lcp anterolateral distal tibia plate. This is report 2 of 5 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The customer quality investigation: the following reported implants were not received for investigation. The investigation is based on the reported information and provided x-ray. Background: the reported plates are part of the locking compression plate (lcp) system. Device condition: the provided x-ray shows two plate and various screws. While it cannot be definitively determined due to overlap in the x-ray it appears 4 screws were implanted in the anterolateral distal tibia plate (part 241.446) and 3 screws were implanted in the medial distal tibia plate without tab (part 238.700). Two independent screws were observed between the two plates and the number of screws in the head of each plate could not be determined from the provided view. However, based on the reported number of screws, it is probable that 5 screws were implanted in the head of the two plates. No malfunctions of the screws or plates were observed in the x-ray. The screws located in the head of each plate is blurry so a definitive conclusion on if the screws were broken could not be determined. Thus, as no issue was identified, the condition of broken screws and the adverse event is not confirmed. Replication of the complaint condition is not applicable for these conditions. Lot number review: a DHR review could not be performed as the lot numbers are unknown. Drawing review: the following drawings were reviewed based on the reported plate part numbers and the probable part number for the locking screws (x12.1xx) and cortex screws (x04.8xx). Anterolateral distal tibia plate, 7-21 holes, right: 3.5mm lcp medial distal tibial plate, right, 4-14 holes: 3.5mm locking screw: 3.5mm cortex screw: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No definitive root cause could be determined as circumstances surrounding the event and the forces encountered over the approximate 7 months of implant are unknown. Furthermore, the devices were not received for inspection. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.